Event description:
Customer reported issues with the insulin pump. Customer states that there was a button error alarm. Customer states that the blood glucose reading is 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. The device was received without the original pump belt clip. No damage on pump belt clip slot noted.